Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented to clinic for routine follow up. An alert was noted for atrial noise reversion. Atrial oversensing was observed. The device was reprogrammed and remains implanted.